Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# v268042, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient requested the battery and lead to be removed. The cause of the lead being left in the patient was that the lead broke. The patient was happy and there were no issues.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v268042, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The rep reported that there was a lead removal and a portion of the lead still remained in the patient. It was indicated that the portion of the lead that was removed was thrown away after it was removed. No further complications were reported or were expected.